Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will not be returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section d2.